Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits a drilled through condition; the fiber cap exhibits devitrification and melted glass. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 59,477 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing. The fiber tip was reported to have been cleaned during the procedure. Time expended: 12 minutes; max. Power: 80w.the procedure was completed using and alternate procedure (resection).patient outcome: "no injury". There was no patient injury reported.